Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the personal diabetes manager (pdm) was not turning on. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:.

Event description:
It was reported that the patient had been hospitalized due to hyperglycemia at bradford royal infirmary on (B)(6) 2025. The patient's blood glucose levels reached 28.6 mmol/l (514.8 mg/dl). It was noted that the personal diabetes manager (pdm) was not turning on resulting in the patient seeking medical attention. Symptoms reported include being disoriented and thirsty. At the hospital, the patient was treated with insulin via intravenous. The patient was discharged the same day.